Event description:
The customer reported that when using an evis exera iii gastrointestinal videoscope, there was a b30 scope communication error displayed. The event occurred during before the procedure. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material inside the groove of the plastic distal end cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (b30 scope communication error) was not confirmed. In addition to the foreign material inside the groove of the plastic distal end cover, additional evaluation findings were as follows: there was a leak in the air/water tube, the distal end insulation inspection failed, and the plug unit, cable unit, the scope cover unit, and the outer shield were corroded. Also, the objective lens and light guide lens had a crack, the air/water cylinder and suction cylinder had no color, the switch box had a dent, the grip was shaved, and the forceps channel port had a dent. A review of the device history record confirmed the device was shipped in accordance with its specifications. It has been eight years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the plastic distal end cover could not be determined. However, a likely cause is that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the air/water channel. The issue is addressed in the instructions for use, the operation manual: chapter 3: preparation and inspection, and the reprocessing manual: chapter 5: reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.